Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient has experienced a loss or change of therapy. Patient reported frequency went down from five to two. However, urgency is still there. The patient was sent home on program 2 at 1.0v and was told to keep it there for an entire week. Patient said it was painful when they got home. Patient said it was felt in the pelvic floor, in certain positions. Patient decreased stimulation to 0.9v and it felt a lot better. Periodically, the patient would bump it to 1.0v and it was so painful that the patient would decrease it back to 0.9v. Patient can now feel it now starting today that it is aching again on their right side. Patient says they are "feeling tap" when they stop doing an activity like sitting more. Patient feels stimulation and was instructed to decrease stimulation to where it is comfortable and see if it helps. Patient went back to their doctor on (B)(6) 2017 and was told to report the aches. Patient reported waking up from surgery with laryngitis. Patient had a cold before and after surgery and remembers them saying the patient had a lot of drainage. Patient was told nothing was put down their throat. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that when the device was set to 1.0, the patient had pain, particularly when they were sitting. It was noted the patient lowered setting and switched to another program and the pain was resolved. It was also reported the frequency was much better, but the urgency was still a problem; the patient would like to be able to try higher settings to correct, but was told not to have any pain. No further complications were reported/anticipated.